Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port, one j-tip guidewire loaded in a guidewire hoop and kit components were received for evaluation. Two electronic photos were provided for review. Visual, microscopic evaluations and dimensional observation were performed on the returned device. Bends were noted throughout the guidewire. A core wire was noted to be protruding a kinked and coiled area of the guidewire. The j-tip of the guidewire was noted to be slightly bent. Under microscopic observation of the guidewire, the round core wire was noted to protrude a coiled portion of the guidewire. The termination appeared to be granular as no welded round ball was observed. The flat core wire was noted to within the coiled portion of the guidewire. The flat core wire was inadvertently removed from within for further observation and was inadvertently removed from the distal tip as the termination appeared to be granular. The photo review confirms the guidewire bent near the j-tip. Therefore, the investigation is confirmed for the reported deformation issue and identified unraveled material issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp. It was reported that during the insertion of the guidewire, the tip was found to be bent, after the puncture, when the guidewire was placed. The procedure was completed using another device. There was no reported patient injury.